Manufacturer narrative:
The date returned to manufacturer was documented as jan 13, 2016 on the initial report. It has been updated as jan 11, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the base plate was bent which was consistent to dropping or hitting the device against a hard object. It was further determined that crack was found on the bottom of the device contributing to the oil leak. The assignable root cause was due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the autolube device seemed to have been dropped causing a bend in the base plate and was leaking oil. There was no delay to the surgical procedure as a spare device was available for use and the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.